Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the output connector (light guide connection part) high brightness detection part is broken, so it does not go into high brightness mode. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, there were times when it suddenly switches to emergency lights, and the behavior was unstable on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the igniter failure was due to prolonged use. However, the root cause could not be determined. This supplemental report includes information added to b3 and b5. Olympus will continue to monitor field performance for this device

Event description:
The following additional information regarding the event was received: the event occurred during an unspecified therapeutic procedure. The procedure was completed with the same device. Per the customer, the subject device was inspected after all the procedures for the day and no abnormalities were found. It is unknown if the subject device was inspected prior to the procedure.